Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the failure of the image sensor unit, the board inside the video connector, or the system side. The inspection method for this phenomenon is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.7 inspection of combined functions with accessories and related devices". "[Inspection of endoscopic images] [check whether 3d images are displayed normally in normal light observation or nbi observation.] 1 observe the palm, etc. Using normal light observation images and nbi observation images. 2 confirm that the touch panel of the video system center (otv-s300) is the main screen. 3 turn on the illumination lamp according to the instruction manual of the video system center, complete the white balance adjustment, and perform the 3d adjustment. 4 press the "prepare/exit" button at the bottom left of the touch panel of the video system center. 5 if the 3d adjustment is "incomplete", follow steps 6-11 to adjust the 3d display. If 3d adjustment is "done", go to step 12. 6 set the observation mode to wli according to the instruction manual of the video system center. 7 insert the 3d adjustment cap until it hits the tip of the endoscope. 8 press the "execute" button in the 3d adjustment window on the touch panel or the custom switch to which "3d adjustment" is assigned to perform 3d adjustment. Hold the endoscope in your hand so that the 3d adjustment cap does not move. If using the endoscope remote switch, press the switch for 1 second. 9 confirm that the 3d adjustment window has changed to "completed" and a message is displayed on the monitor. 10 if 3d adjustment is not completed, repeat steps 2 to 9 while referring to "chapter 5 troubleshooting". 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm, etc. Using normal light observation images and nbi observation images. 14 confirm that the illumination light is emitted. 15 adjust the amount of light to obtain an appropriate brightness. 16 remove the 3d glasses and check that the two images displayed on the 3d monitor are aligned vertically. 17 put on the 3d glasses again. 18 while observing the 3d image, close the left and right eyes alternately and confirm that there is no difference in color or brightness between the left and right images. 19 while observing the 3d image, use forceps to touch the object and confirm that there is no discomfort in the sense of depth. 20 confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. 21 operate the joystick of the endoscope to bend the flexure. 22 confirm that the 3d image does not momentarily disappear during normal light observation and nbi observation." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex 3d deflectable videoscope presented with air/water leakages. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was debris, foreign material, and corrosion on the electric contact part of the connector. This report is to capture the reportable malfunction of the electric contact connector with debris, foreign material, and corrosion noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a pinhole on the universal cord, water tightness was lost; due to dirt on the electrical contact of the video plug, e226 (scope communication error) occurred; the distal sheath had a scratch; the adhesive on the distal sheath had a chip; the protector of the universal cord on the control section side had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage on the control section, the angulation lever did not move smoothly; and the light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.